Event description:
Senseonics was made aware of an instance where the patient experienced several episodes of hypoglycemia event with different blood sugar levels detected around the value of 70 mg / dl. For her, these values are low because she is used to have higher values. No further information was received.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the investigation, the system did assert the hypo alert at 2:58 pm cet (central european time) on 25th of march 2020. Further investigation was not possible as the distributor stopped responding.